Event description:
It was reported that the coil was deployed in a non-target location. A 3mm x 12cm embold fibered coil was selected for use in a varicocele embolization procedure. The plan was to embolize a tributary and then the main vessel. During the procedure, the coil inadvertently detached inside the microcatheter. While attempting to pull the wire back, the coil retracted as well. It seemed the coil had not fully detached. The coil had to be redeployed. The coil was advanced forward and deployed in a more proximal position inside the non-target vessel above the tributary. They could no longer perform the distal embolization. No patient complications were reported. The patient was to be monitored for resolution of symptoms.

Event description:
It was reported that the coil was deployed in a non-target location. A 3mm x 12cm embold fibered coil was selected for use in a varicocele embolization procedure. The plan was to embolize a tributary and then the main vessel. During the procedure, the coil inadvertently detached inside the microcatheter. While attempting to pull the wire back, the coil retracted as well. It seemed the coil had not fully detached. The coil had to be redeployed. The coil was advanced forward and deployed in a more proximal position inside the non-target vessel above the tributary. They could no longer perform the distal embolization. No patient complications were reported. The patient was to be monitored for resolution of symptoms. It was further reported that the coil was intentionally detached, but the user did not look at fluoroscopy to see that the detachment section was still inside the microcatheter. Nothing was done to correct the coil's placement. An attempt was made to place a coil through the coil to go more distal, but it could not get through.